Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she changed the site and it did not click all the way prior to the alarm. Customer's blood glucose reading at the time of the call was 500 mg/dl and has treated with six shots of manual injection. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display widow corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and a missing end cap sticker. No audio anomaly was noted.